Manufacturer narrative:
No patient information provided as no patient was involved in this event. No parts have been received by manufacturer. Event problem and evaluation: on 16-nov-2016, a medtronic representative went to the site to test the equipment. After replacing the line-in fuses, a system check-out was performed. The mechanical test, imaging test and safety inspection all passed; system performed as intended.

Event description:
A medtronic representative, following up with the site, reported that the imaging system was not powering on. When the site¿s radiologic technologist (rt) brought the system into the or and plugged it into the outlet, the fuses blew and the system would not power on. This issue was identified outside of surgery, prior to bringing a patient into the room. The site did not have extra fuses, so an alternate medtronic imaging system was used to complete surgery, without delay.